Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the pt complained of a dark shadow. The iol was removed and replaced. The association between this event and the iol is not known. Additional information has been requested.